Event description:
Pt was being paced transcutaneously with lifepac 10c for approximately 10 minutes enroute to hosp when the ma setting started spontaneously resetting to zero. The start/stop light would go off and would not turn back on. The rate setting would never change; the scope was always on and showed a rhythm. Batteries were switched and monitor turned off to reset but the ma switch would not reset to zero and the start/stop light would go off. The lifepak would occasionally pace one or two beats when the current was redialed but would then shut itself off. Pt not able to be paced for remainder of flight.